Event description:
**Update** (B)(4) 2013- sales rep reported revision surgery. Patient was revised to address pelvic pain. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges patient was permanently harmed by severe metal poisoning and metallosis from metal debris after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this investigation closed.

Event description:
Update - (B)(6) 2014 - medical records were obtained. Medical records indicate pseudotumor. During revision, gray colored fluid, frondular synovitis, a large effusion, black pseudotumors and only rim spot welding holding the cup together were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.